Event description:
During the device evaluation, damage on the charge coupled device unit caused a noisy image to occur on the videoscope. . Also, the scope cover forceps channel port was detached. No patients were involved.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.